Manufacturer narrative:
Investigation: terumo bct service ran a successful autotest and saline run with no issues or problems. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of (B)(4). Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. A disposable lot query was performed for lot 2009103130 and there was no similar reported occurrences received against this lot to date. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that 16 minutes before a therapuetic plasma exchange (tpe) procedure was over, the patient (multiple sclerosis) experienced tingling, numbness, paleness, b/p decreased to 85/49. The doctor ordered 5 grams of calcium gluconate. Patient is in stable condition. The customer confirmed all patient information was entered correctly and the ac infusion rate was 0.7ml/min/l tbv. Patient identifier and age are not available at this time. The disposable set is not available for return because it was discarded by the customer.